Event description:
Patient originally had the sternum closed following bilateral lung transplant approximatly one year ago with 8 screws and a metal plate. Approximatly 7 months ago, patient returned when screws were found to be loose. A steinman pin and k-wire were used to close the wound when the screws and plate were removed. Patient returned about week before this event with pain in the lower abdomen and pelvis. Abdominal x-ray and CT showed a metallic foreign body 12.5 cm long by 3 mm in diameter projecting into the pelvis. Surgery was performed and the retained foreign body was removed and found to be the steinman pin. It was found adjacent to the bladder and small intestine. No body part had been perforated. At this point no additonal sternal closure has been done. The k-wire is still in place. At the time that the pin was originally inserted, it was apparently cut to shorten it for this use. It is unknown how long the pin was originally.